Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative regarding a (B)(6) female patient receiving an unk nown pain medication. It was reported that the patient was given an injection for a pain pump trial on (B)(6) 2015 and developed a headache. The patient was diagnosed with a csf (cerebrospinal fluid) leak and was scheduled for a blood patch (B)(6) 2015 at 3:00 pm. Follow up was conducted to obtain additional information regarding any device used for the pump pain trial, cause of the csf leak, and any diagnostics performed related to the reported issue. If additional information is received, a follow up report will be sent.